Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that a high or low tidal volume error occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a high or low tidal volume error occurred. Per good faith effort (gfe) response, the reported issue was unable to be duplicated. No further action provided. The reported issue was unable to be duplicated. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that a high or low tidal volume error occurred. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. Device evaluation and repair are pending.

Manufacturer narrative:
(B)(6). China